Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. The device failed internal leakage test, safety valve test, pressure transducer test and flow transducer test during pre-use check. Replacement of maintenance kit including nozzle units solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The defective parts were not returned for investigation, despite request. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. Based on information provided by the technician pm kit was never replaced. However the reason for not replacing the pm kit according to the manufacturer¿s specification is unknown. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective nozzle unit.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).